Event description:
It was reported that a culture of the patient¿s cerebrospinal fluid (csf) was taken, which indicated that he patient had meningitis. The date of onset and/or diagnosis of this infection was (B)(6) 2014. The patient also experienced seizures. The catheter access port was accessed, but results of this procedure were not reported. However, it was indicated that there was no alleged pump issue. Medical intervention and hospitalization were required. However, further details were not reported. As of (B)(6) 2014, the patient status was indicated to be ¿alive-with injury¿, as the patient was having seizures. On the same date, a system explant occurred. The device system was used to deliver lioresal. Additional information, including the patient outcome and infection details, was not reported. Additional follow-up do obtain this information is being conducted.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed a tear in the seal near the guide ring. This was indicated to be a non-significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.